Event description:
It was reported that patient complains of stiffness and occasional pain. Patient also reports that left leg is shorter that the right. Patient has had blood work, MRI and x-rays done. Patient wants to know if her implant was recalled in 2009.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left accolade hip implant. The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and leg length discrepancy involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: clinician review of the provided records concluded: "more information is required to evaluate this case, but there is no evidence that the 'stiffness and occasional pain' noted in the event description are related to faulty prosthetic design, manufacturing, or materials" device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The subject device is not part of any recall complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported pain and leg length discrepancy determined due to the minimal information received. Additional devices listed in this report: cat # 6260-9-032, lot # 22953803, description: 32mm -4 lfit v40 head. Cat # 623-00-32d, lot # 33911001, description: trident 0 deg x3 insert 32mm head. Cat # 502-01-50d, lot # 26210001, description: trident hemispherical cluster 50mmstd. Cat # 2030-6530-1, lot # mj6mke, description: 6.5 cancellous bone screw 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient complains of stiffness and occasional pain. Patient also reports that left leg is shorter that the right. Patient has had blood work, MRI and x-rays done. Patient wants to know if her implant was recalled in 2009.